Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
During a case a nurse opened a sterile implant and the implant appeared to have a black flake on it. The surgeon wiped the flake off. The implant was not touched and it could not be determined if the flake was on the sterile implant in the box or if it fell on there. A stryker rep. Watched the nurse open the implant the entire time and did not see anything fall/touch the implant which made us think it was already on there.